Manufacturer narrative:
The initial MDR 2432235-2016-00031 was filed on january 29, 2016. Additional information (02/18/2016): a siemens headquarter support center (hsc) specialist evaluated the event data. Hsc concluded that the cse actions of a complete inspection of the system and replacement of the aspirate pinch valve tubing kits, corrected the poor aspiration and the issue was resolved. The cause of the discordant, falsely elevated tni-ultra results was due faulty pinch valve tubing kits. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse replaced aspiration valves 38, 39, 40 and 41, and checked the luminometer. Upon follow up, the customer confirmed the instrument is performing as expected. The cause of the discordant, falsely elevated tni-ultra result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument and an alternate advia centaur instrument, resulting lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant tni-ultra result.